Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer felt the insulin pump may have over infused insulin. It was stated that the customer was getting over an illness, and despite not taking any insulin, her blood glucose levels were low. Troubleshooting was performed. The insulin pump was programmed correctly, and the reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields, but the customer did visit her sister in the cardiac wing of a hospital. The insulin pump passed the displacement test. The customer was advised that her illness may have contributed to her low blood glucose levels. Nothing further was reported.